Event description:
Reporter alleged blood glucose measured 78 mg/dl at 7:42 am so customer took 20 units of normal dose of insulin and ate. It was stated customer did not test glucose at lunch or dinner but paramedics were called at 4:30-5 pm. Reporter indicated the customer's meter read 75 mg/dl compared back to back to the paramedics result of 35 mg/dl while customer was having low glucose symptoms. It was reported paramedics treated customer with food and no medical treatment was received. A request was made for the return of the suspect device and replacement product was sent.